Manufacturer narrative:
Results: the cat6 was stretched approximately 128.0 thru 132.0 cm from the hub. The cat6 was ovalized approximately 135.0 and 137.5 cm from the hub. The total length of the cat6 was approximately 138.0 cm. Upon functional testing, resistance was encountered while attempting to advance the returned sep6 and a demonstration sep6 through the returned cat6, and neither sep6s could advance through the ovalization in cat6. Conclusions: evaluation of the returned cat6 confirmed that the catheter was stretched on the distal shaft. The root cause of this damage could not be determined. However, if the cat6 is forcefully manipulated against resistance, damage such as stretching may occur. Further evaluation of the returned cat6 revealed that the catheter was ovalized. This damage was likely incidental to the reported complaint. Evaluation of the returned sep6 confirmed that the device was kinked. If the sep6 is forcefully advanced against resistance, damage such as a kink may occur. The ovalization in the returned cat6 likely contributed to the resistance during the procedure. During functional testing, the sep6 was advanced through a demonstration cat6 without an issue. Evaluation of the returned tubing revealed no visible damage. There were no allegations against this device. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra separators are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00749 h3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00749.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6), an indigo system separator 6 (sep6) and a non-penumbra sheath. During the procedure, the physician completed two passes in the target location using the cat6, sep6 and sheath. During the third pass, the physician advanced the cat6 over the guidewire, then removed the guidewire. Next, the physician attempted to advance the sep6 through the cat6; however, the sep6 became stuck and would not advance out of the distal tip of the cat6. Therefore, the physician decided to remove the cat6 and sep6. Upon removal, it was noticed that the cat6 distal tip was stretched and the distal end of the sep6 was bent. The procedure was completed using a balloon angioplasty. There was no report of an adverse effect to the patient.